Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced significant swelling, discoloration, and bleeding from the scrotum. The patient sought medical attention multiple times where the surgery was performed. Medical staff noted that the swelling was atypical. The patient was also treated for constipation. The patient is concerned that the swelling may have caused device migration. The aus is currently implanted. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated impact codes h6 and evaluation conclusion codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced significant swelling, discoloration, and bleeding from the scrotum. The patient sought medical attention multiple times where the surgery was performed. Medical staff noted that the swelling was atypical. The patient was also treated for constipation. The patient is concerned that the swelling may have caused device migration. The aus is currently implanted. There is no additional information reported.